Event description:
A surgeon reported an intraocular lens was exchanged due to an unexpected postoperative outcome resulting in anisometropia. In a f/u, the surgeon reported the pt had a history of keratoconus with a history of a prior corneal device implant. The surgeon reported the use of a unapproved viscoelastic during the surgical procedure.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File info provided indicated an approved cartridge/handpiece combination. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. However, the root cause may be related to a failure to follow the dfu. An unapproved viscoelastic was used in the cartridge. There have been no other complaints reported in the lot number. Attempts have bee made to obtain additional info. A completed questionnaire was received on 10/24/2012. (B)(4).